Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up arrow, down arrow, and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 11/29/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/05/2016 with the following findings: during investigation, the up arrow, down arrow, and ok keypad buttons were unresponsive. The keypad was removed to find no damage to the button contacts or the keypad flex cable. The pump was opened to find moisture corrosion on the keypad flex cable, keypad connector, and the printed circuit board. No moisture was found in the battery compartment. Unrelated to the original complaint, the audio bolus button did not work due to the unresponsive keypad. The audio bolus button cover was removed to find no damage. Additionally, the display was dim gray.